Manufacturer narrative:
The technician indicated when reverse trend is activated, the bed goes to the low position and stops. He has replaced the board and trend assembly but the issue remains. The account decided to scrape the stretcher.

Event description:
Info received indicates the stretcher will not go into reverse trendelenburg.